Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The complete lead was returned and intact. Visual examination identified no anomalies. Resistance testing confirmed this electrode was exhibiting out-of-range impedance measurements. An x-ray of the electrode found the proximal high voltage cable was pulled from the weld spot. This damage was determined to have been incurred during the s-ICD replacement procedure and resulted in the observed high shock impedance measurement. With the available information, boston scientific concludes this electrode was damaged due to repeated stress while explanting.

Event description:
It was reported during an sicd explant procedure that this electrode exhibited high, out of range shock impedance (great than 220 ohms). A new electrode was implanted successfully. Besides surgical intervention no adverse patient effects were reported. This report is being submitted to update product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during an sicd explant procedure that this electrode exhibited high, out of range shock impedance (great than 220 ohms). A new electrode was implanted successfully. Besides surgical intervention no adverse patient effects were reported.